Event description:
During a ptca treatment procedure involving an 85% stenotic lesion in the obtuse marginal coronary artery, the maverick monorail balloon was suspected to have ruptured at 9 atm's on the third inflation. (The initial inflation was to 6 atm's and the second inflation was to 12 atm's.) The maverick monorail balloon was exchanged for an adante 3.0/40mm balloon catheter and the procedure was successfully completed. A 7f terumo introducer sheath, a bmw guidewire (size unknown), a 7f mach 1 guide catheter and an encore 26 inflation device were also used in this case. Pt status is reported as "good".